Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). Product: 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that during an implant attempt, the lead dislodged while slitting the introducer. Another lead was implanted. No patient complications have been reported as a result of this event.